Manufacturer narrative:
The reported events of low lead impedance, insulation damage, and noise were confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual examination noted rib clavicle crush damage in the middle region of the lead. All three lumens, the inner lumen, and the ptfe liner were breached, and in one location one of the re cables were abraded due to clavicle crush forces. The cause of the reported events was isolated to the abraded ring electrode cable consistent with clavicle crush forces. All other damages found are consistent with procedural damage.

Event description:
Related manufacturers report number: 2017865-2023-02927, 2017865-2023-02931. It was reported during in clinic follow up that atrial lead exhibited decreased sensing amplitude. The right ventricular lead oversensing due to noise. Both leads were found to have low pacing impedance and insulation damage. Oversensing of noise on the implantable cardioverter defibrillator could not resolved via re-programming, so the entire system was explanted. The patient was stable and asymptomatic.